Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump would intermittently power off and reboot. The patient noted there was no damage to the battery compartment or battery cap, the battery cap was secure and tight, there was no corrosion in the battery compartment, and the pump had not been exposed to moisture. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. There was no damage found to the battery cap or battery compartment. The battery cap returned with the pump was able to fully tighten, with no visible yellow o-ring showing. The pump was exercised for 24 hours with the returned battery cap and no power loss or rebooting was duplicated.